Event description:
The hospital reported that during an endoscopic vein harvesting procedure, vasoview hemopro 2 silicone insulation came off the jaw. A replacement device was used to complete the procedure. The hospital did not report any patient effects. Additional complaint record has been created due to unrelated failure mode (s) tw ID (B)(4).

Manufacturer narrative:
Trackwise # (B)(4). The device was returned to the factory for evaluation on 08jun2020. An investigation was conducted on 24jun2020. There were signs of clinical use on the jaws. Blood and charred tissue was observed on the heater wire. The heater wire was observed to be flexed away from the hot jaw, but remained attached at the base and tip of the hot jaw. The black shrink tubing was observed to be peeled away at the proximal end closest to the jaws. No other visual defects were observed. Based on the returned condition of the device, reported failure mode "peeled; insulation" was confirmed.

Manufacturer narrative:
Trackwise # (B)(4). The device was returned to the factory for evaluation on 08jun2020. An investigation was conducted on 24jun2020. There were signs of clinical use on the jaws. Blood and charred tissue was observed on the heater wire. The heater wire was observed to be flexed away from the hot jaw, but remained attached at the base and tip of the hot jaw. The black shrink tubing was observed to be peeled away at the proximal end closest to the jaws. No other visual defects were observed. Based on the returned condition of the device, reported failure mode "peeled; insulation" was confirmed as well as an analyzed failure "material twisted/bent; wire."

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, vasoview hemopro 2 silicone insulation came off the jaw. A replacement device was used to complete the procedure. The hospital did not report any patient effects. Additional complaint record has been created due to unrelated failure mode (s) tw ID (B)(4)."

Manufacturer narrative:
Trackwise ID # (B)(4). A lot history record review was completed for the reported product lot number. There were no ncmr¿s for the reported lot number. The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, vasoview hemopro 2 silicone insulation came off the jaw. A replacement device was used to complete the procedure. The hospital did not report any patient effects. Additional complaint record has been created due to unrelated failure mode (s) tw ID # (B)(4)".